Event description:
This isn't the correct form, I want to know if (B)(6), who has settled their claims over the past 20 years re breast implants, what they have to say about this? I am medically retired since 2008, 2/2 cystic fibrosis dx age (B)(6). I was contacted throughout the years from (B)(6) settlement payments, I received a total of (B)(6) over 5 years, last payment was (B)(6) last year. I currently have no problem that I know about other than an adult diagnosis of cystic fibrosis via dna in 2008 age (B)(6) with rare mutations with lung involvement, pseudomonas, other bacteria re IV meds. In my mid (B)(6)'s I had hyperprolactemia with elev levels occ over 20, no meds for treatment. CT scan showed 2 pituitary microadenomas then and now, no visual changes. I do have fuchs' dystrophy diagnosed this year 2011, use otc drops I have immunological changes on igg's and subclasses and moderate to severe reactions to prescription medications after 1 - 2 uses re prednisone, albuterol, benadryl or an emergency room visit. I have + methacholine challenge test asthma, (B)(6) 1997. Second surgery, due to resident's placing smaller size on smaller side of pt, difference of 20ml, but exaggerated the asymmetry. Corrected 1980. I have original implants and paperwork, implant numbers.